Manufacturer narrative:
The device was received operating at eri level. Analysis performed exhibited normal device characteristics and no anomaly, with battery voltage at eri level. Longevity assessment was performed, and the implant duration exceeds 75% of projected longevity based on field settings indicating normal battery depletion.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the pacemaker only had three months left on the device. Premature battery depletion was suspected due to the longevity of 2 years indicated on the previous device check in december. The device was explanted and replaced. No patient consequences.